Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument tip did not approximate. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the missing fragments happened during the transport of the devices after the surgery. This device was traveling to an offsite reprocessing facility and broke during transit.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. The missing piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.